Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during electrocoagulation, a high-frequency electric knife was used to coagulate and stop bleeding. The doctor accidentally touched the electric knife with a finger and got burned due to electric knife leakage or glove skin damage. They immediately disinfected the injured part of the injury, observed for 24 hours. The wound part healed well and the situation got better.